Event description:
It was reported closure device recapture difficulty occurred. A left atrial appendage (laa) closure procedure was performed using a 27mm watchman flx laa closure device with delivery system (wds). While recapturing the closure device for repositioning, difficulty was experienced attempting to recapture of the closure device. The wds and closure device were removed from the patient, and it was discovered the wds tip was folded inward upon itself. The procedure was successfully completed with a second device. No patient complications were reported.

Manufacturer narrative:
Device analysis: the returned product consisted of a watchman flx delivery system (wds) with the implant deployed. The sheath, hub, core wire, device tip and implant were visually and microscopically examined. Numerous kinks were noted along the length of the sheath. The tri-cuts of the device tip were flared and abrasions were present inside the distal end of the sheath tip. Product analysis could not confirm the reported event as clinical circumstances could not be replicated.

Event description:
It was reported closure device recapture difficulty occurred. A left atrial appendage (laa) closure procedure was performed using a 27mm watchman flx laa closure device with delivery system (wds). While recapturing the closure device for repositioning, difficulty was experienced attempting to recapture of the closure device. The wds and closure device were removed from the patient, and it was discovered the wds tip was folded inward upon itself. The procedure was successfully completed with a second device. No patient complications were reported.